Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise via low amplitude intrinsics. The device was programmed to the secondary vector when the shock occurred. Also, the high energy shock impedance was 155 ohms, which is high but within normal limits. Office testing was unable to reproduce the noise. Technical services discussed some programming options. The device was successfully reprogrammed. There were no additional adverse patient effects. The system remains implanted.